Manufacturer narrative:
A zoll medical representative went onsite and discussed with the customer the details surrounding the reported event. The customer indicated the medics did not remove the device from service after the event and did not document the serial number. Therefore, no product will be returning to zoll for evaluation. The field service manager reviewed batter management practices with the customer during the on-site visit. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknow), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.